Event description:
The medwatch report (44-0049-2000-005) received from the user/facility states: "during third attempt to angioplasty the aortic arch, the balloon burst. Catheter was flushed to remove all. Vital signs remained throughout. Several days later, when pt was taken off neuromuscular blockers, there was noted to be decreased movement in the right extremity. It has not been determined whether the device caused or contributed."